Event description:
It was reported that during a lobectomy procedure, an error code 5 was displayed after about 1 to 2 hours. When the main unit was switched off and the device was reset, the blade was broken off out of the pt's body. The broken piece was already retrieved. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.